Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on the connecting tube, water tightness was lost. In addition to the finds reported in b5, due to wear of lock engagement lever, up/down knob could not be locked securely. The scope body, air water cylinder, suction cylinder was discolored. The objective lens was scratched. Adhesive on bending section cover was chipped. The connecting tube and universal cord were buckling. Due to wear of angle wire, the play of up/down knob was out of specification. Due to wear of angle wire, the play of right/left knob was out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope connecting tube was leaking. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a gap between the acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap between the acoustic lens and ultrasound probe could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿caution do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.